Event description:
Clinic notes for a vns patient were received from a visit on (B)(6) 2018, which indicated the generator has drifted. She is having pain over the unit and feels it is malpositioned. The vns generator was noted to be more anterior, with tenderness upon palpation. The patient underwent repositioning surgery. Additional relevant information has not been received to-date.